Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, carillon. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip failed to release from the delivery catheter, resulting in clip detachment from one leaflet while remaining attached to the other leaflet, and required surgical removal of the device and mitral valve replacement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was restricted. The annular measurement was 4 cm; therefore, a percutaneous annuloplasty device was used to reduce the annulus width. The clip delivery system (cds) was advanced to the mitral valve. Both leaflets were grasped. There was mr reduction and restricted mobility. Pre-deployment and clip assessment steps were performed. After the actuator knob was turned 8 times counterclockwise with noted resistance, a click noise was heard which was thought to be the clip releasing. The delivery catheter (dc) fastener was released and moved 1-2 cm up, but the clip did not release. The actuator knob was moved 1-2 cm out and the actuator component came out of the cds. It was then determined that the system was broken inside as the arm positioner would not command the clip any longer. Several slow and short trajectory movements were made in an attempt to release the clip; however, the clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient was converted to surgery to remove the device and replace the mitral valve. There was a clinically significant delay in treatment. The patient is now off-pump in the intensive care unit and is recovering. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis and the reported detachment of device component (actuator assembly detached from device) and a component break were confirmed to be due to a fractured mandrel. Due to the condition of the returned device, the reported unable to deploy the clip could not be replicated in a testing environment. In addition, the reported noise could not be replicated in a testing environment as it was likely a symptom of the mandrel break. The reported single leaflet device attachment (incomplete coaptation) could not be replicated in a testing environment, as it was based on procedural conditions. The reported slda was determined to be a result of the troubleshooting maneuvers performed by the operator, and therefore related to procedural conditions. Through the investigation, it was determined that the reported unable to deploy the clip, detachment of device component, and noise were a result of the identified fractured mandrel. The issue of inability to deploy the clip due to a fractured mandrel was further investigated. It was determined that the issue was attributed to misuse conditions during the deployment sequence which lead to stored tension that is not eliminated by the one way actuator design. Abbott vascular issued a field safety notice on (B)(4) 2016 with revised clip deployment steps which address the misuse situation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified similar incidents, which are being investigated. Further assessment of this issue per site operating procedures was performed and corrective/preventative actions will be addressed per operating procedures. The performance of these devices will continue to be monitored.